Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. This failure was due to corrosion found on the distribution node pca. The root cause for the corrosion could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.